Event description:
It was reported that the right ventricular (rv) lead had first rib/clavicle crush causing a rv lead fracture. When the rv lead was being explanted the right atrial (ra) lead dislodged. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the explant damage is too great to determine if there was clavicle rib crush damage on the lead. Concomitant products: 5568, implantable pacing lead, (B)(6) 2004; addr01, implantable pulse generator (ipg), (B)(6) 2012. (B)(4).